Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery and abdominal wall exploration, exploration of abdomen, small bowel resection with primary anastomosis and incisional hernia repair surgery on (B)(6) 2009 during which the surgeon noted exploration of the left lower quadrant revealed an infected abdominal wall secondary to an infected mesh. The mesh was into the abdominal cavity and two loop of small bowel was invaded into the mesh and the drainage of bile was noted to the wound. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 6/25/2021.